Manufacturer narrative:
(B)(6). Beckman coulter (bc) representative visited customer and found customer did not calibrate their reagent bottle after placing it on board. Patient codes: patient was admitted to hospital, a re-draw was completed, no change to patient treatment. A beckman representative visited the customer. Beckman technical support observed that customer did not calibrate their reagent bottle of creatinine. Customer calibrated their bottle of creatinine. This resolved the issue. The beckman identifier for this report is (B)(4).

Event description:
Erroneous patient results were generated due to the customer not calibrating the creatinine reagent. Fourteen erroneous patient results were generated from the customer using an un-calibrated creatinine reagent bottle. One patient went to the e.r. (Emergency room) due to the false high results. That patient was then admitted to hospital. Upon re-draw there was no change to patient treatment. No other serious injuries were reported to beckman coulter.